Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a surgery while tightening the syndesmosis tightrope it became refined/tangled. Due to this failure the tightrope became riffled and could not be placed in the correct position and could not be tightened. The surgeon than had to cut off the tightrope and retrieved the device out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. However due to this failure the surgery time was extended by 30 minutes. Update 19-mar-2021: further information was provided that the event was a tongue joint fracture treatment with our plate & syndesmosis tightrope. Update 22-mar-2021: due to this failure the surgery was extended by approximately 30 min. Therefore the surgery took 2 hours instead of 1.5 hours.

Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8926t (no batch indicator present) was received for investigation. Visual inspection identified that the knotless tightrope had been cut into three distinct pieces, with the longest of the two suture braids measuring 22.28" and 21.29", respectively. Four strands stuck out of the titanium button. The thickness of the button was assessed using micrometer ID: 224 and found to meet design specifications. No abnormalities were noted with the button component. Fraying and breakage was observed across all remnants of the tightrope suture. The root cause of the tangling reported in the event description remains undetermined, although a potential most likely cause can be attributed to mishandling based on the damaged state of the returned device.